Manufacturer narrative:
The subject device referenced in this report will not be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, the error message e99 occurred on the olympus endoscope reprocessor, but the facility staff reprocessed the scopes (evis lucera elite gastrointestinal videoscope / evis lucera gastrointestinal videoscope) with the error cleared and the acecide concentration disabled. The scopes were used for endoscopy, respectively. The facility operated an acecide check once in the morning and once in the afternoon, and there was no problem when the acecide concentration was confirmed in the morning. The reprocessing was carried out three (3) times in the morning, and during the third reprocess, the facility staff noticed an abnormality and reprocessed the scopes at another oer before being used for inspection. There was a possibility that the reprocessing was insufficient for the two (2) scopes washed in the second reprocessing. No patient harm reported.this complaint is related to patient identifiers c22182715 (olympus endoscope reprocessor, oer-3) and c22182761 (evis lucera gastrointestinal videoscope, gif-h260).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the reporter. See updated section.

Event description:
Additional information was received from the reporter. There has been no reported patient infection with either scope since the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as the product was not returned to olympus. The event most likely occurred due to inappropriate or insufficient reprocessing procedures. The event can be detected/prevented by following the instructions for use which state: "when cleaning and disinfecting endoscopes, be sure to use an aceside checker or portable concentration checker to confirm that the disinfectant solution has an effective concentration. Be sure to replace the disinfectant solution before it loses its disinfecting effect.¿ olympus will continue to monitor field performance for this device.